Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with a prostar xl device, using a pre-close technique, via an 8f sheath prior to a endovascular aneurysm repair (evar) procedure. Reportedly, during retraction of the needles, the lower right needle was not visible. The prostar xl could not be advanced or retracted. The other needles were recovered. Needle back down was attempted; however, not possible to remove all needles (one remained in the anatomy). One of the sutures was visible and the other was missing. The cutdown was enlarged and it was observed that the lower right needle was lying cross-wise to the vessel. The lower right needle had a kink from the vessel. The lower right needle was removed and the prostar xl was removed. The evar procedure was completed. Hemostasis was achieved surgically. There was a clinically significant delay of 30 minutes due to the cut down and removal of the prostar xl needle. The patient was fine post surgery. The physician is reportedly trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported failure to deploy was confirmed. The reported bent needle could not be confirmed as all the needles were not returned for analysis. The reported difficult to remove could not be replicated in a testing environment as it was based on procedure circumstances. The reported event appears to be related to use technique as the suture lumen was observed to be clamped. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.